Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that the acoustic lens detached (level at which adhesive layer was exposed), there was insufficient adhesive in the screw hole at distal end cover, the ultrasound acoustic line was missing, the adhesive may be chipped and debris may fall into the body, foreign material was found at the air/water supply cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.